Event description:
It was reported when using the bd vacutainer® z (no additive) plus urine tube are underfilling. The following information was provided by the initial reporter. The customer stated: it concerns a complaint about a medical device for which the hfmea risk analysis showed the score to be low risk for the patient. This means that the complaints will be sent as a report to the supplier and, based on a periodic trend analysis, any actions will be directed to the supplier. Our complaint number (B)(4). Date of complaint (B)(6) 2023. Item description transfer straw / vacutainer urine jar 11ml. Your article number 364940 / 364915. Item lot number n/a. Description of complaint straw, tubes do not absorb.

Manufacturer narrative:
H.6. Investigation summary: bd had not received samples or photos for evaluation. Additionally, bd was unable to determine the specific lot number associated with this complaint; therefore, a review of the device history record could not be conducted. This complaint is unable to be confirmed. If additional information is made available, this complaint will be reopened to assess the level of investigation needed. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends. D.4. Medical device expiration date: unknown. H.4. Device manufacture date: unknown.